Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, difficulties occurred upon implant removal from vial. Patient presented with type iii bone. Patient reported mobility, bleeding, hypersensitivity and inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, difficulties occurred upon implant removal from vial. Patient presented with type iii bone. The device will be forwarded to the manufacturer for investigation. Patient reported mobility, bleeding, hypersensitivity and inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, difficulties occurred upon implant removal from vial. Patient presented with type iii bone. Patient reported mobility, bleeding, hypersensitivity and inflammation at time of event, no further complications were observed.